Event description:
Solenoid valve (inlet) p.n. 394045: defective.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint as a malfunction of the device happened. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment (with no patient involvement). A malfunction of the device due to defective mixer valves has been identified. The root cause was not clearly determined. The most probable root cause may be related to the aging of the device and corresponding components. The defective mixer valves were replaced as indicated in the service manual and the issue was solved. There was no reported patient or user harm. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.